Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and no power issues were observed. Multiple call service 054 alarms were observed in the pump and alarm histories. During investigation, the pump was found to power on normally with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump and the battery cap contact height and width was found to meet specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. When new batteries are inserted into the pump, the pump will not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.